Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and discovered that the fiber-optic line was pinched at the pneumatic module. The stm replaced the fiber optic jumper cable to correct the issue then completed all safety, functionality, and calibration checks. All tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a fiber optic module failure. The customer swapped out the iabp unit with another iabp unit to continue therapy without issue. There was no patient harm and no adverse event reported.